Manufacturer narrative:
Follow-up #1: date of submission 04/15/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was verified. The display lens was found to be scratched. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display screen was found to be dim with a pinkish contrast.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen was scratched and difficult to read. Patient denied that there was or evidence of moisture ingress or trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.